Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available to return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) pancreatic pseudocyst procedure performed on (B)(6) 2017. According to the complainant, during the procedure, when they were deploying the stent, the stent did not make it to the stomach area. It was stuck between the collection in the stomach wall. Many different methods over the duration of 1.5 to two hours were taken to try to remove the stent. The methods included, using biopsy forceps, and trying to redilate. The entire stent was removed successfully with the use of rat tooth forceps. The procedure was not completed after the removal of the stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.